Manufacturer narrative:
Per lake region report (B)(4) - lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01421317. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00317 and 1058196-2010-00318. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
One non sterile enterprise vrd and delivery was received inside of a plastic bag. The delivery wire was inserted inside of the introducer tube. Bents conditions were noted at 2.5cm, 3.5cm, 7.8cm and 9cm from distal end. A kinked condition was observed at 6.7cm from distal end. The enterprise's stent was not returned for analysis. No other damage was observed on the received unit. The delivery wire was inspected under a microscope and a foreign material was observed over the coil tip. The functional analysis was performed according to dp# (B)(4) with a microcatheter lab sample; the delivery wire was able to go through of the microcatheter despite the damages of the delivery wire, a little friction was felt, attributed to the damages found on the coil tip. X-ray analysis was performed in order to determine the cause of foreign material observed over the coil tip; the results indicate that: "(B)(4)". The root cause investigation into the presence of the foreign material found post decontamination on the returned product determined that the contaminate/corrosion of the non implantable delivery wire appears to be a chemical interaction of the tin-based solder with saline solution and/or a chlorine-containing compound (e.g. Tap water). Based on the test results, the contaminated/corrosion related to exposure to this chemical interaction would only occur over time, post-procedure without effect on the procedure or the patient. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot (B)(4). The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer as delivery wire impeded in microcatheter was not confirmed since the enterprise was not returned inserted inside of the microcatheter and the condition experienced during procedure could not be evaluated. However a functional analysis was performed with a microcatheter lab sample and the delivery wire was able to go through the microcatheter despite the damages presented on the delivery wire. It is possible that procedural factors may have contributed to the failure experienced during the procedure since the device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00317 and 1058196-2010-00318. Additional information will be submitted within 30 days upon receipt.

Event description:
Patient is male with communication artery aneurysm, (B)(6). When the physician inserted the first stent (enc452812) via y valve, the stent system was advanced to microcatheter hub position, it was difficult to advance, so the physician withdrew the stent, during this period, the stent was released. Therefore, the physician changed the second one (enc453712) to implant via microcatheter, but it was blocked in the proximal section of the microcatheter and cannot be withdrawn. Then the physician withdrew the microcatheter with the stent and changed another microcatheter to complete the procedure. Both the enterprise introducers were completely seated in the microcatheter hub, but the physician said the stent was different from others, it was difficult to advance. During insertion, the tuohy or y connector was closed to secure the enterprise introducers and prevent movement. No damages were noticed on the microcatheter that may have contributed to the reported event. Prior to the event, no other products were able to go all the way through the microcatheter, however the after the event, the same microcatheter was utilized to complete the procedure. Neither, the microcatheter nor the enterprise delivery system distal tips were re-shaped. A constant flush was maintained at all times through all the systems. After removal from the patient, the devices (enterprise delivery system (distal tip (unraveled, stretched, kink, bend, fracture, etc), stent (strut uplift or deformed, etc), or microcatheter) were damaged. The aneurysm was 8mmx6mm.

Manufacturer narrative:
When the 4.5x28mm enterprise vrd system was advanced to the microcatheter hub position via y valve, it was difficult to advance, so the physician withdrew the stent. At this time, the stent was deployed outside of the shaft of the microcatheter. Therefore, the physician changed to the second enterprise, a 4.5x37mm, but it was blocked in the proximal section of the same microcatheter and could not be withdrawn. The microcatheter with the enterprise was withdrawn from the patient and changed to another microcatheter to complete the procedure. Both the enterprise introducers were completely seated in the microcatheter hub, but the physician said the stent was different from others, it was difficult to advance. During insertion, the touhy or y connector was closed to secure the enterprise introducers and prevent movement. No damages were noticed on the microcatheter that may have contributed to the reported event. Neither, the microcatheter nor the enterprise delivery system distal tips were re-shaped. A constant flush was maintained at all times through all the systems. After removal from the patient, there were no damages noted on the devices. The target site was an 8x6mm communicating artery aneurysm. One non sterile enterprise vrd and delivery was received accompanied with a prowler select plus microcatheter. The enterprise device was received inserted into the y connector within the microcatheter hub. The stent was stuck in the microcatheter hub partially deployed. The microcatheter presented a kinked condition at 33.5cm from the hub. Several flat conditions were noted along of the microcatheter body/shaft at 2.5cm, 12.3cm, 21.1cm, 94.4cm and 114cm from distal end. The enterprise was removed from the y connector and from the microcatheter in order to inspect it under a microscope. The delivery wire coil tip presented kinks at 5.4cm, and 8.2cm from distal end. The stent presented struts up lifted at the distal end that was inserted into the microcatheter. The introducer tube presented bents at 9.5cm, 15.2cm and 24.3cm from distal end. After seating the introducer tube into the returned microcatheter hub, it was inspected under microscope and no gaps between the introducer and microcatheter hub were observed. The functional analysis was performed according to procedure. The delivery wire was able to go through of the microcatheter despite the damages of the delivery wire; a little friction was felt, which was attributed to the damages found on the coil tip. (B)(4) reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01421317. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The report of the delivery wire with the stent becoming stuck in the microcatheter could not be evaluated due to the returned condition of the stent. The delivery wire was able to pass through the microcatheter despite the damages. The device did not present any obvious indication of manufacturing defect or anomaly that could have contributed to the event as reported. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. Proper placement and securing of the introducer in the mc hub provides an uninterrupted passage for the stent to move from the introducer into the mc. It is not possible for the stent to deploy outside of this lumen unless there is a gap between the tip of the introducer and the proximal end of the mc lumen. If prior to introduction of the stent fully within the microcatheter, there is backward movement of the introducer, the distal or proximal end of the stent will expand as it enters the gap. This will result in some noticeable resistance. The greater the gap, the greater the resistance. The damage to the stent appears to support this conjecture. Based on the findings of the stent in the hub of the microcatheter it is possible that this procedural factor contributed to the event. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00317 & 1058196-2010-00318.